Event description:
The home patient and spouse reported a broken clamp with the transfer set. This was noted after 2 weeks of use. There was no paitent injury or medical intervention reported by the home patient or spouse.